Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 10 months of support on the lvad, the pt attempted to connect to the power module and a red heart alarm occurred as soon as the power module was connected. The pt went to the hospital and the vad coordinator was able to reproduce the alarm. The shielding in the driveline appeared to be damaged. A percutaneous lead repair was successfully performed.

Manufacturer narrative:
The pump is still in use supporting the pt. However, the replaced portion of the percutaneous lead was returned to the manufacturer for eval. A supplemental report will be submitted when the manufacturer's investigation is completed.